Event description:
A ventilator was returned to the third-party service center for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the third-party service center, the device failed a test step during testing. The device's interface board was replaced to address the issue. In addition of the above evaluation, the device's front enclosure, rear enclosure, base enclosure and filter duct assembly were replaced due to damaged and cracked. The device's power supply board was faulty and replaced.

Manufacturer narrative:
On previously submitted report was incorrect, it should be: a ventilator was returned to the third-party service center for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the third-party service center, a "service required" code was found in the ventilator's downloaded error log. The device's interface board was replaced to address the issue. In addition of the above evaluation, the device's front enclosure, rear enclosure, base enclosure and filter duct assembly were replaced due to damaged and cracked. The device's power supply board was faulty and replaced.